Event description:
Left arm evaluation showed nickel-sized eschar overlying p.a.s. Port catheter site with some induration, characterisitc of extravasation from chemotherapy. P.a.s. Port removed p.a.s. Port was placed 7/3/97.